Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a failed battery test on her insulin pump. The customer's blood glucose was 194 mg/dl. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer still received a fail battery test after troubleshooting. The insulin pump also failed a self test. The customer stated she was unable to rewind her insulin pump. The customer also reported a motor error alarm during a bolus delivery. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.